Event description:
Follow-up information was received on 06-jun-2017: the event "anaphylactic shock" was added whereas the events "swelled up severely" and "difficulty in breathing" were deleted. On both occasions, the indication for radiesse treatment was the same. The physician used gradual injection technique during the treatment, in which radiesse was injected over and over at different appointments. At the same time of the first injection, the patient also received an ampoule treatment, which was considered to cause the significantly lighter swelling reaction. At this point, radiesse injection was not considered to be related. The systemic antibiotic was prescribed after the first reaction due to suspected infection. Corrective treatment also included cortisone therapy. The outcome for the swelling was reported as resolved three days after starting cortisone therapy. Per the physician, the patient definitely had difficulty in breathing due to the extreme swelling following the second radiesse treatment. She was diagnosed with an anaphylactic shock which resolved completely, without any permanent damage.

Manufacturer narrative:
The device history record for radiesse dermal filler lot 100094932 was reviewed. No nonconformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
Follow-up information was received on may 29, 2017: seriousness criteria "life threatening" was added. The events "difficulty in breathing" and "swelling face, extreme in upper lip" were added, the indication "midface" was changed to "marionette". The patient's initials, date of birth, age, weight (B)(6) and height ((B)(6) were provided. The patient was (B)(6) at the time of the event. She was injected subcutaneously and periostally with a total of 1.5 ml of radiesse, into nasolabial (bilateral) and marionette (bilateral), on (B)(6) 2017. The patient was injected with 0.8 ml into 2 injection points on the right side and 0.7 ml into 2 injection points on the left side. The needle used for injection was a 27 g. The batch number was reported as 100094932 and catalogue number was reported as 8071m5k1. The patient was treated for the first time with radiesse, on (B)(6) 2017. After the first radiesse injection on (B)(6) 2017, she experienced a lighter reaction in form of swelling of the face, and an extreme upper lip. Only one week later, on (B)(6) 2017, oral cortisone (50/40/30/20/10 mg) was prescribed by her general practitioner. The patient had no allergies. Glogau classification was reported as iii and she had no disposition to lymph drainage problems. The patient's medical history and concomitant medication were reported as none. After the second radiesse injection, on (B)(6) 2017, around 18.00h, the patient swelled up severely, in the left and right perioral region. While taken by ambulance, she was given oxygen by mask and adrenalin, due to difficulty in breathing. In the ear nose and throat (ent) emergency room, she received intravenously 250 mg of cortisone. The patient was admitted to the recovery/intensive care unit for intermittent care. The extreme swelling increased, causing the eyes to completely close up and the lips to just about burst open, until the following morning. Then she received a further 250 mg of cortisone, intravenously. On (B)(6)2017, the patient was transferred to a normal ward. Systemic antibiotic was prescribed. The event resolved on (B)(6) 2017. In the opinion of the reporter, the event was of severe intensity, life-threatening (due to the difficulty in breathing) and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, severe swelling requiring hospitalization, was deemed to meet serious injury criteria of requiring medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record review and lot search for the radiesse dermal filler could not be completed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient who was injected with radiesse on (B)(6) 2017. On (B)(6) 2017, the same day after the treatment with radiesse, the patient swelled up severely. She was admitted to the hospital same day and remained hospitalized for the whole weekend at the intensive care unit. The intensity of the event was considered as severe. Follow-up information was received on 17-may-2017: the patient was injected with radiesse, into nasolabial and midface. Following the radiesse treatment, the patient was hospitalized, supposedly to the intensive care unit.